Manufacturer narrative:
No button error alarm noted during testing. However, unit had intermittent esc and act buttons response due to moisture damaged keypad traces. Unit received with partially broken off reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, missing o-ring (reservoir tube) and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading at the time of the incident ranged from 360 to 450 mg/dl. Customer's current blood glucose was 83 mg/dl. No significant events leading to the keypad issues were observed. However, the customer did report that there is a crack in the insulin pump right below the esc button to the middle of the reservoir window. Customer also reported that the lip of the reservoir is broken as well. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.